Event description:
An operating room coordinator reported that there was no table top illumination after hearing a loud pop fro the module during a vitreo-retinal procedure. It is unknown if there was any impact to the patient. Additional information has been requested but none has been provided to date.

Manufacturer narrative:
The company representative verified a broken lamp and replaced the table top illuminator. The company representative had noted that the lamp was previously replaced and had 14 hours on it. The system was then tested and found to meet product specifications. No samples were returned for evaluation. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause of reported event is a nonconforming lamp. (B)(4).